Manufacturer narrative:
Additional information can be found in the following field(s): b6, b7, g3, g6, h2, h6, and h10. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the customer informed the isi clinical sales representative (csr) that no information pertaining to the patient's history, pre-existing medical conditions, or tests/laboratory data specific to the incident could be provided due to the hospital¿s privacy policy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the maryland bipolar forceps (420172-14/n10180622 678) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sh2222. The instrument had 2 lives remaining. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: an instrument with conductor wire insulation damage could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a wire on the maryland bipolar forceps was out. A backup instrument was used. The procedure was completed with no reported injury. Due to the alleged issue, the procedure was delayed by 10 minutes. No patient information could be released for this event. Intuitive surgical, inc. Has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.